Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided. Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the eye surgeon was complaining that the tip of the cartridges pscst30 were having rough edges. Per follow-up, the customer could not provide the lot number or the number of events. It was noted that there were no patient injuries reported. No additional information provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 6/19/2018. Device evaluation: a cartridge was received at the manufacturing site for investigation. The cartridge was observed under microscope and small dent were observed in the cartridge tip; the condition could be caused during handling. Viscoelastic residues were not observed in the sample. No cracks or stress marks, no flash, no melting, roughness or smashed condition were observed. The complaint was verified in the sample received however, due the condition of the sample received it could be related to the handling process therefore no quality deficiency was identified. Manufacturing record review: the manufacturing record was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.